Manufacturer narrative:
Section a3: patient gender not available. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that log files were submitted or urgent review. The event log file contained numerous low flow events throughout the event history. The patient underwent outflow graft decompression surgery due to extrinsic outflow graft obstruction (eogo) on (B)(6) 2025. The surgery involved open mini midsternal incision.

Manufacturer narrative:
Section b1: type of report corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed by an abbott representative on site as well as through analysis of the submitted image. The reported low flow alarms were confirmed through the review of the submitted log files. The abbott representative on site submitted a single image showing the tissue extracted from the area between the outflow graft and outflow graft bend relief. The tissue appeared consistent with the report of extrinsic outflow graft obstruction (eogo). The controller event log file contained events from (B)(6) 2025, per the timestamps. Persistent low flow alarms were captured throughout the log file, as well as numerous low speed advisory alarms associated with the reported speed setting changes. No other notable events were recorded. The pump appeared to function as intended throughout the duration of the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1, "introduction," provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures," cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7, ¿alarms and troubleshooting,¿ outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.